Event description:
During a remote follow-up, episodes of oversensing were observed on the device. The suspected root cause was interference from a capped lead. No intervention was performed. The patient was stable.